Manufacturer narrative:
Concomitant medical products: product ID: d314trg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the nurse called to request review of remote transmission episode of atrial high rate and questions if a lead issue versus emi source. It was noted the patient had a history of power tools interfering with atrial channel. The patient had isometric testing done and could not reproduce the issue. The patient is being monitored. The device and lead remain in use. No patient complications have been reported as a result of this event.